Event description:
A patient reported experiencing power problems with a one touch ultra meter. Patient was feeling weak and dizzy. Patient then tried to test blood glucose and was unable to turn on meter. No further information has been reported.